Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. There was a noted damaged housing and missing nub on the downstream occlusion sensor. No evidence of reported problem in event log was found. During the evaluation of the device, the missing nub on the downstream sensor was the cause of the pump alarming. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Information was received on 09/09/2020 indicating that the reported issue was found during testing-no patient was involved.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a downstream occlusion. There were no adverse events reported.